Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the reservoir lip ring was damaged. Customer's blood glucose level was 124 mg/dl at the time of the incident. The customer was assisted with troubleshooting. Customer stated that the ring came off and there was a chunk of plastic and the part of the insulin pump broken off. Customer stated reservoir was no longer lock the in place when inserted into insulin pump. The device will be returned for analysis.

Manufacturer narrative:
Device received with broken reservoir tube lip and missing reservoir tube o-ring. Unable to perform displacement test due to broken reservoir tube lip. A test reservoir was installed and did not lock in place due to broken reservoir tube lip.